Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) arrived to the health care facility after experiencing a syncopal episode. Upon presenting to the health care facility the patient was in asystole of over 2 seconds with a heart rate of 20 which required transcutaneous pacing to be performed. Analysis of the system was performed. A sam episode was found to be recorded. After this a lead safety switch happened due to the recorded episode and high out of range impedance measurements on the right atrial (ra) channel. Furthermore a pacemaker mediated tachycardia episode was found after the sam episode. Additional information also confirmed this lead was exhibiting pacing inhibition. This lead was surgically abandoned. No further adverse patient effects were reported.